Event description:
It was reported that the device had continous activation.

Manufacturer narrative:
Alleged failure: still working without pressing any button. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the detachment of the suction tube to the suction shaft causing a leak internally, which creates a short and a possibility would result in continuous activation. Inadequate gluing operation on the suction tube and suction adapter. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had continous activation.